Event description:
Reporter alleged the patient's blood glucose measured 478 mg/dl back to back with a result of 569 mg/dl when testing was performed 3 minutes apart on the inform system. Reporter stated the patient was treated with two different types of insulin however; neither the amount of insulin nor the method which it was administered was provided. Reporter indicated a lab was performed after the patient was given insulin and the result was 93 mg/dl when performed 17 minutes later. No other actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.